Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 11/10/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed in between the bipolar jaws. There were no visual defects observed on the bipolar blades or the intact c-ring. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the blade. There were no visual difficulties observed when retracting and extending the blade. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time.based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000247395 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tracwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 6 pro articulator not working. The toggle not activating the device. They opened a new vh-2400 to complete the case. No injury to the patient.